Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that by the patient¿s mother that the patient had a ¿defective pacemaker¿ and had to have it replaced. No further in formation was available. No patient complications have been reported as a result of this event.